Manufacturer narrative:
The customer reported complaint for the platform displayed an error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive data review and functional testing. Load cell was found defective and a replacement was required. Visual inspection was performed and found no physical damage to the autopulse platform. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The sticky clutch plate was deburred. Following the repair, the platform passed all functional testing criteria and met all required specifications. Review of the archive data indicated multiple error messages (ua) 07 on the customer reported event date. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform sn (B)(4).

Event description:
During the patient use, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error messages and stopped compressions. Following this, the user immediately performed manual CPR on the patient. No further information was provided. No known impact or consequences were reported.